Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed result of in-progress, and final qc testing were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient called technical services during treatment drain 4 of 5 and stated that when she woke up from her sleep she noticed that her catheter had become disconnected from the patient line during dwell 4 of 5 and fluid had leaked out. During follow-up with the patient¿s nurse she stated the set was discarded. The patient continued the treatment on continuous cycler-assisted peritoneal dialysis (ccpd) without further issue. The patient was feeling well and the patient did not experience any adverse events as a result of this incident.